Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and two similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Weight - unk. Date of event - unk. Evaluation results: visual inspection of the returned product found one haptic torn, with a piece missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The surgeon implanted a 13.7mm micl 13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 and replaced with a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: medical review - review of this file indicates that a 13.7mm icl was exchanged with a 13.2mm icl, 2 weeks after the initial implantation. The most likely root cause of this exchange is an excessive vault causing narrowing of the angle or increased iop. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).